Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that the patient had been in the hospital since (B)(6) 2016 with intermittent fevers and spasms. No pump alarms had been heard. The hcp was having a local company representative coming later in the day to check the current dose/concentration and see if there were any issues with the pump.

Manufacturer narrative:
Device code (B)(4) is no longer applicable for this event.

Event description:
Additional information was received from a consumer via a company representative and it was reported that the pump was delivering gablofen (2000 mcg/ml at 750 mcg/day). The patient went to the ER (emergency room) on (B)(6) 2016 with shaking and a fever and was admitted to the hospital. On (B)(6) 2016 telemetry was performed on the pump and the pump logs showed a motor stall with recovery on (B)(6) 2016 and a motor stall on (B)(6) 2016 with no recovery. The patient¿s spasticity was worse. No diagnostics and/or troubleshooting were done. The pump was replaced on (B)(6) 2016. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue.

Manufacturer narrative:
Analysis of the pump on 2017-jan-25 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft-bearing. Per the pump¿s log, baclofen with concentration 2,000.0 mcg/ml was being administered at a simple continuous dose rate of 1,099.4 mcg/day as of (B)(6) 2016. Update/correction - the previous report (follow-up # 1) selected recall and notification in addition to listing z-04 97-2013 in error; this recall/notification does not apply to the reported event.

Manufacturer narrative:
The previously applied conclusion code (B)(4) is no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company rep when the device was returned for analysis (B)(4) 2016. It was stated that the pump had a ¿interrupted device motor stall¿ and that the patient recovered without sequela. On the rp paperwork, it was said that the drug was lioresal intrathecal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.